Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue; under- responsive and over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: a visual inspection of the pump showed that the audio bolus button cover was intact. The audio bolus button was intermittently unresponsive during testing. The cover was removed and contamination was found under the cover and in the bolus button compartment. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored. Additionally, the pump casing was cracked between the case seal and the bottom edge of keypad cover.